Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2820 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female, migraine, smoker, vaginal bleeding, abnormal uterine bleeding, vaginal bleeding, smoker, abortion, parity 3, multi gravida, multi gravida and overweight. Previously administered products included: provera for abnormal uterine bleeding and lipitor and hydrocodone. Past adverse reactions to the above products included: allergy with hydrocodone. Concurrent conditions were listed as abdominal cramp and bacterial vaginosis. The only concomitant product mentioned was flagyl 250 (metronidazole). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2820 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (unilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.637 kg/sqm. [Pathology test] on (B)(6) 2023: specimen received: left fallopian tube with coil. Clinical diagnosis and history: pelvic pain. Diagnosis: left fallopian tube unremarkable cross section of fallopian tube and fimbria. Gross description: on the cut surface the wall is unremarkable within the uterine end of the lumen a segment of coiled metal is present measuring 2.0 cm in length and less than 0.1 cm in diameter. This is intact and completely within the lumen. [Ultrasound scan] on (B)(6) 2022: ultrasound: us pelvis non-obstetric complete. Result value: pelvic sonogram. Indication: heavy bleeding. Technique: multiple longitudinal and transverse sonographic images were obtained using transabdominal technique. Finding: the uterus is anteverted, measuring 9.9 x 6.1 x 5.5 cm. There is no focal myometrial lesion. Endometrial echo measures 4.6 mm ap. Essure coil seen in the left cornual region. The right ovary measures 2.9 x 2.5 x 2.3 cm and the left ovary measures 3.3 x 2.5 x 2.3 cm. There are no adnexal masses. Blood flow is visualized to both ovaries. No discrete myometrial abnormality; essure coil seen in the left cornual region. No adnexal enlargement or free fluid. No endometrial thickening. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical record received. Medical history and lab data added including pathology test. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2820 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.